Event description:
Nurse were moving equipment around and noticed the IV pump had a malfunction code on the display. She picked up the pump with gloves. Upon plugging the pump into the wall it flashed, surged up her arm and knocked her on the couch. She did not lose consciousness, but she noticed that the index finger of one of her gloves were black. Biomed was called at 15:45. Biomed and electrician checked the room, reset the fuse box and took the pump out of circulation. The nurse stated, she looked at the back of the plug and it was fine she stated where the shock came from was the back of the IV pump.